Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 38-year-old female patient who had essure (batch no. B66021) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2014. The patient's concurrent conditions included polycystic ovarian syndrome. Concomitant products included levonorgestrel (mirena), melatonin, metformin and spironolactone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy/cystoscopy-essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain and dyspareunia had resolved. At the time of the report, the dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: the pelvic pain and pain during intercourse started shortly after the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result not provided most recent follow-up information incorporated above includes: on 28-feb-2018: reporters added and updated patient demographics. Concomitant disease and concomitant drug are added. Updated suspect drug indication and lot number. Added events dysmenorrhea (cramping) and ablation. Updated events and onset dates. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 38-year-old female patient who had essure (batch no. B66021) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2014. The patient's concurrent conditions included polycystic ovarian syndrome, irregular menstrual cycle (ablation), adenomyosis, perineal pain, coughing, urine incontinence, pain, abdominal pain and polycystic ovarian syndrome. Concomitant products included levonorgestrel (mirena), melatonin, metformin and spironolactone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy/cystoscopy-essure removal on(B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain and dyspareunia had resolved. At the time of the report, the dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: the pelvic pain and pain during intercourse started shortly after the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result not provided. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy/cystoscopy-essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain and dyspareunia had resolved. The reporter considered dyspareunia and pelvic pain to be related to essure. The reporter commented: the pelvic pain and pain during intercourse started shortly after the essure procedure. Diagnostic results: (B)(6) 2015: the patient had an hsg (hysterosalpingogram) test. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and shortly after the procedure presented pelvic pain. Essure was removed via total laparoscopic hysterectomy with bilateral salpingectomy/cystoscopy one and a half years after its placement. The pain resolved on the same day. Dyspareunia was additionally reported. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, pelvic pain occurred shortly after insertion. Given event's nature, the compatible temporal relationship, and absence of alternative explanation a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy/cystoscopy-essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain and dyspareunia had resolved. The reporter considered dyspareunia and pelvic pain to be related to essure. The reporter commented: the pelvic pain and pain during intercourse started shortly after the essure procedure. Diagnostic results: (B)(6) 2015: the patient had an hsg (hysterosalpingogram) test. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and shortly after the procedure presented pelvic pain. Essure was removed via total laparoscopic hysterectomy with bilateral salpingectomy/cystoscopy one and a half years after its placement. The pain resolved on the same day. Dyspareunia was additionally reported. Pelvic pain is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, pelvic pain occurred shortly after insertion. Given event's nature, the compatible temporal relationship, and absence of alternative explanation a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.